Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Part was discarded by site and not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the geometry performance was unstable and the spheres were not visible to the camera and not being tracked. The passive markers were pushed in and cleaned by cloth. However, the issue still persisted. New passive markers were used instead without any issues. The procedure was completed using the navigation. The event occurred intra/peri-operatively with no delay to surgical time. There was no reported impact on patient outcome. The rep was present during the case and the reported passive markers were discarded in the hospital.